Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the pump keeps alarming and having them rewind. The father did not know which alarm the pump was giving, and the customer was at school with the pump at the time of the call. The father also stated that the customer started on the pump on (B)(6) 2017 and he experienced blood glucose levels as high as 600 mg/dl for about four days. They treated with the pump and insulin pens, and worked with the healthcare professional to get everything under control. Everything worked fine until the problems with the alarms started on (B)(6) 2017. On (B)(6) 2017, they put a new reservoir in the pump. When they pressed act to start the fixed prime, the screen displayed a fixed prime of 0.3 but the pump emptied out the reservoir. Troubleshooting was not conducted at the time of call as the customer was not present with the pump. The pump was returned for analysis.

Manufacturer narrative:
No unexpected rewind anomalies noted during testing; the rewind feature functioned properly. Programmed multiple boluses and monitored; no bolus anomalies noted during testing. All bolus deliveries were shown properly in the daily history screen. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.